Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure was fragmented'), device dislocation ('the essure was not in the correct position in the patient´s fallopian tube / the device was close to perforating the internal organs') and uterine perforation ('suspicion of uterine perforation') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies) and parity 3. Denies allergies and previous diseases. Concomitant products included calcium chloride dihydrate;potassium chloride;sodium chloride;solucion lactato de ringer from (B)(6) 2014 to (B)(6) 2014. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("colics in low abdomen, twinges"), pelvic pain ("pelvic pain") and uterine enlargement ("uterine swelling / peritoneal swelling"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("oedema"), menorrhagia ("increased menstrual flow / intense menstrual flow / 15 days in menstrual period/ menstrual period with clots"), headache ("intense headaches"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling / swelling of the lower limbs"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("lumbar pains"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("pain in the articulations"), mood swings ("constant mood swings"), alopecia ("loss of hair"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain"), vaginal discharge ("strong smell due to vaginal fluid"), anxiety disorder ("anxiety disorder"), nervousness ("nervousness"), stress ("stress"), polymenorrhoea ("hyperpolymenorrhea (increased flow and frequency of menstruation)"), dysmenorrhoea ("dysmenorrhea"), psoriasis ("psoriasis") and proctalgia ("anal pain associated with the menstrual cycle"). The patient was treated with alprazolam, metamizole sodium (dipirona sodica) and tenoxicam. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine perforation, abdominal pain, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine enlargement, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety disorder, nervousness, stress, polymenorrhoea, dysmenorrhoea, psoriasis and proctalgia had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety disorder, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, nervousness, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, proctalgia, psoriasis, stress, tremor, uterine enlargement, uterine perforation and vaginal discharge to be related to essure. The reporter commented: there is a discrepant information regarding the date of the essure insertion (3 different dates was mentioned in the source document: (B)(6) 2012, (B)(6)2014 and (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: the essure was not in the correct position (the device was on verge of perforating the internal organs). Blood test - on (B)(6) 2014: results within the standard. Physical examination - on an unknown date: abdominal pain on palpation, peritoneal irritation. Urine analysis - on (B)(6) 2019: results within the standard. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.